Manufacturer narrative:
Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.

Event description:
The iab was inserted into the pt on 6/2/97 at 1:00 a.m. On 6/2/97 at 5:30 p.m. After iabp for 16 1/2 hrs, the "cath" alarm sounded from the pump and blood was noted in the tubing. The iab was removed and a second was inserted. Event complications: none from the event - rpt'd 6/3/97, 6/25/97. Pt current status: stable - rpt'd 6/3/97.